Manufacturer narrative:
Findings: pump alarmed during self test. Unable to perform the download due to an alarm. Pump passed including current test, run current test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 364 mg/dl at the time of the incident. The customer stated that they were unable to upload the carlink pro on their device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.